Event description:
The user facility reported that water was leaking from their reliance synergy washer. The amount of water that leaked was approximately 4 gallons. No injuries, procedural delays/cancellations or property damage reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the dryer piston valve was broken. The technician repaired the unit, ran a test cycle and confirmed the unit was operational.